Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The patient utilized an omnipod 5 insulin pump in modified closed loop. During the evening and night (B)(6) , the child felt unwell, and could not keep food down. No bg and cgm values were specified. On the morning of (B)(6) , after the child he continued to feel unwell, was vomiting, and was urinating frequently which the parent referred to as diabetic ketoacidosis symptoms. No bg and cgm value was specified. At approximately 10:00 am the parent took the child to the emergency room (ER). The cgm value showed 80 mg/dl, and the bg finger stick value was 220 mg/dl at the emergency room. The hcp determined the insulin pump suspended the auto rate as the pump was programmed to deliver insulin when the cgm value was 110 mg/dl. Treatment included unspecified IV medication and fluids to stabilize his condition. No bg finger stick value was specified. Although the symptoms reported are often present with diabetic ketoacidosis, there was no report of a diagnosis of diabetic ketoacidosis at the emergency room. At the hospital the sensor was replaced, and the insulin pump resumed infusing after the hcp determined the new sensor was in the normal range (115 mg/dl). The child was discharged later the same afternoon in stable condition. At the time of the report the child felt fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.